Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 568 mg/dl and other relevant blood glucose level was 560 mg/dl. Customer stated that the insulin pump was turned off in the middle of the night. Customer replaced battery on insulin pump and it turned back on. Customer was treated with syringe. Customer was not wearing the sensor during the high blood glucose event. The insulin pump will not be returned for analysis.